Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's age was not provided, but it was reported that this was a pediatric patient. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. The crack was noticed after 15 hours of use, and had not appeared to be cracked when it was put on. The caregiver had not used any assist device to connect the minicap. The transfer set has been in use for approximately 7 weeks. They reported using chlorhexidine soap to clean the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.